Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. No symptoms or treatment were noted. Customer is unsure of what caused the high blood glucose levels but was having issues with the transmitter. The customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, sleep current test, active current test and the displacement accuracy test. No device problem found.